Event description:
It was reported that customer experienced touchscreen unresponsive on device and shared details by email. There was no reported impact to the customer¿s blood glucose level. Customer had already contacted support team about issue and declined further follow up, so no additional information was received regarding outcome of event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.